Event description:
A portion of wiring insulation melted in the electrical compartment of the integral boiler of a steam sterilizer, producing an odor. The end user shut down the unit, called the fire dept and the building was evacuated. After the event, the service rep observed that approx 3 inches of wiring insulation had melted from the top terminals on the contactor upwards and observed the center wire fused to the terminal. The fire dept was satisified that there was no further risk and left the facility. No damage was reported to the facility.